Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small longitudinal split was observed in the catheter near the 3 cm depth marker. A microscopic observation revealed several smaller additional longitudinal splits around this split. Additional creases and indentations were observed in the catheter¿s surface around and leading up to the splits. The fracture surfaces were observed to mostly flat and straight with a granular surface texture. The catheter was bifurcated, and a similar pattern of splits was observed on the inner wall of the catheter. The largest of the splits was observed to be not entirely complete and was connected by small bridges of material at two locations. The features of the splits observed in the returned catheter suggest the damage may have been caused by prolonged and/or repeated longitudinal compression of the catheter tubing; however, the exact origin of this damage is unknown.

Event description:
It was reported that after the line was pulled back the catheter was leaking and a pin hole was noted around the 4cm mark. An over the guidewire was completed since the patient's other side cannot be used with no complications. Additional info. Rcvd 06/22/2021: was there any patient harm reported? - no, an over the guidewire exchange was completed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refp1999 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the line was pulled back the catheter was leaking and a pin hole was noted around the 4cm mark. An over the guidewire was completed since the patient's other side cannot be used with no complications. Additional info. Rcvd 06/22/2021: was there any patient harm reported? - no, an over the guidewire exchange was completed.